Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned separated. The carrier tube was returned in rear lock position with the anchor exposed and collagen saturated in blood. No other damage or issues were noted. The sample was returned for evaluation, and it was noted that the device was attempted to be deployed, however no internal components were deployed, and the components were separated. As a result, the complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor did not come out of the insertion sheath. The vascular closure device (vcd) hemostatic procedure was performed without issue. Despite some resistance, the locator/insertion sheath assembly was successfully inserted into the artery. The insertion sheath was positioned properly. The angio-seal device was then inserted into the insertion sheath, and the device cap was fully locked into the rear position. However, when the device/sheath assembly was withdrawn, the anchor did not catch correctly. When the device was removed from the patient and checked, it was found that the anchor had not exited the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The type of procedure performed was hemostasis. The blood loss was less than 250cc. The reported event did not result in patient injury and did not require medical or surgical intervention. The actual device being returned had been disassembled by another physician into two components: the device and the insertion sheath. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french (fr). The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. No equipment or other devices were used with the above product.